Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 03:55:24. During night drain cycle four, the patient's ultrafiltration reading was 1673 ml, indicating the home patient (hp) drained 1673 ml more than their maximum programmed fill volume of 2300 ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs, but the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.